Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an out of tolerance pin 3 of q1 in ecgs a and b. The root cause for the out of tolerance pins was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
An electrode belt was returned to the distributor and it was reported that the electrode belt was causing frequent "adjust belt" messages.